Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's patient programmer (pp) was not working and that the patient could not feel stimulation. The patient reported that they had changed the pp batteries and that they had tried to increase to 7, but still could not feel stimulation. The patient noted that they tried using an antenna to synch with the ins, but that this did not resolve the issue. The patient was able to connect with the ins at one point and noted that stimulation was off and it was set to 6.9. Patient services reviewed decreasing stimulation before turning stimulation back on to avoid high stimulation. The patient began decreasing stimulation and reported that poor communication appeared on the screen again. The patient stated that the pp antenna is plugged in all the way and the patient did not move the pp antenna away from the spot where patient was able to successfully connect. The patient was able to connect (without pp antenna) and the patient decreased stimulation from 6.9 to 6.7 and then 5.6. The patient reported being unable to continue decreasing stimulation because poor communication continued to appear on the pp screen. The patient was getting poor communication with and without pp antenna. The patient was getting irritated after attempting to connect several times. The patient was transferred to repair. Patient services reviewed how to turn stimulation back on with the patient for the future. It was noted that the patient had been in the hospital for knee surgery. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the device was not working even with getting a new patient programmer. Patient stated they have tried it with and without the antenna. They can communicate with the patient programmer and it says 8.2v and they have been on it for a week but they still weren't able to feel anything and was not getting symptom relief. Patient reported having bladder leakage and incontinence. During call, patient had access to the patient programmer so they synced with the patient programmer showing that stim was on at 8.2v. Patient didn't have ability to change or adjust stimulation so they were redirected to follow up with their healthcare professional (hcp) to see about getting new programs. No further complications were reported.